Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6) (ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021: unspecified microbes (17 cfu/150ml). Second time; (B)(6) 2021: instrument channel: staphylococcus aureus and candida albicans (the total is >100 cfu/100ml.). Suction channel: staphylococcus aureus and candida albicans (the total is >100 cfu/100ml.). Air/water channel: staphylococcus aureus and candida albicans (the total is >100 cfu/100ml.). The device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel isa, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) checked the subject device and found followings; the electrical safety check was failed (too low), the surface of the ultrasonic transducer was cracked, the adhesive of the bending section rubber was worn, the angulation was insufficient and play, the distal end cap was scratched, the insertion tube was scratched, the universal cord was scratched. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.